Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had data error/communication error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is presumed that water/moisture invaded the device and image sensor unit/circuit board inside connector was damaged by the water, leading to the suggested event. No adverse events occurred. Olympus will continue to monitor field performance for this device.